Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a moderately calcified, >90% stenosis, de novo lesion in the mildly tortuous mid left anterior descending (lad) artery. A rotablater 1.25 and 1.5 burr was used followed by predilating with a 2.0 x 12 mm voyager balloon at 14 atms. The 2.5 x 24 mm taxus express2 drug eluting stent was very partially inflated at 14 atms. Only the distal end of the stent came up. The physician tried to deflate the balloon but was unsuccessful. The indeflator was removed and a 20 cc syringe was used to pull negative for four to five times. While pulling negative, the physician noticed a lot of bubbles coming back, and the balloon finally deflated. The balloon remained inflated for a total of a few minutes before deflating. The stent was then fully deployed by reinflating the balloon to 6 atms without any further complications deflating the balloon. There were no pt complications. The procedure was successfully completed.